Event description:
It was reported that the procedure performed was to treat a left anterior descending artery and the left circumflex artery. The a 2.8x19mm and a 2.8x26mm graftmaster covered stents failed to cross due to anatomy to treat a small aneurysm. No other devices were used and patient was left on medical management. There was no adverse patient sequela reported and no clinically significant delay in the procedure. Subsequently, after device analysis was performed noted that the 2.8x26mm graftmaster delivery system has a hole/tear in the outer member. It was noted by the account this occurred during the procedure when attempting to advance. No additional information as provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is/are filed under separate medwatch report number.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported split, cut or torn material was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, anatomical conditions, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. In this case, it is possible the device may have interacted with the challenging anatomy during advancement, resulting in the reported failure to advance and observed material deformation, ultimately contributing to the reported torn outer member and noted wrinkled outer member; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, device analysis noted that the 2.8x26mm graftmaster delivery system has a hole/tear in the outer member. It was noted by the account that this occurred during the procedure when attempting to advance. No additional information as provided.